Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic inspection revealed a pinhole 2.5cm from the distal markerband. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery (ata). After placing a guide wire, a 2.0mm x 220mm x 150cm mr coyote balloon catheter was advanced to dilate the lesion. The first inflation was performed from the peripheral side. After deflation, the physician moved the device to the proximal side of the lesion for further dilatation. However, after the second inflation at 8 atmospheres for 180 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.